Manufacturer narrative:
This lead was successfully replaced with a new boston scientific crm lead. No other adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was surgically abandoned due to suspected clavicular crush damage. Pacing impedance measurements of greater than 2500 ohms were observed during a pre-radiation device interrogation. It was also noted that noise and inhibition of bi-ventricular pacing was also observed.